Event description:
It was reported that the device had a motor drive error. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seals were removed and top case cracked/ chipped by the left and right front bottom corners. Broken tabs on bottom case. Visible contamination by the 'l" bracket and between the cases. The device history report sowed motor not running error found in ehl. The device was testing using the occlusion test and found the motor not running error was duplicated using same infusion rate as customer (300 ml / hr.). The testing found the main pc board. Main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets) . The root cause was found to be the customer. Physical impact caused main board to come out of the extrusion grove. The tech re-assemble and realigned main pc board. Power up and performed occlusion. Device passed all the functional test. This remediation MDR was generated under protocol (b)(4, as a result of warning letter cms# (B)(4).